Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient had a surgery to take care of a hematoma that had developed. Within a few weeks following this surgery, the patient was revised due to an infection.

Manufacturer narrative:
(B)(4). Reported event was confirmed with review of medical records received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2018-00489.